Event description:
Follow up report and close case for original 3031944951-2025-00002.

Manufacturer narrative:
User facility quit corresponding after a replacement device was sent to them. Multiple attempts, through phone calls, voice mail, electronic email were sent to request damaged device be returned to rohrer aesthetics. Although we consider this case closed, as no confirmation can be made on the faulty device, we will re-open and investigate the product if and when it is returned.

Event description:
Customer ivita wellness made claims that after cleaning the pico handpiece, a "ball of flame" was created when the machine was turned on, cracking the lense and making the device unusable.

Manufacturer narrative:
Replacement of the device was sent immediately to user facility; however, the customer has failed to return the damaged device for investigation. We will continue to communicate with customer to obtain the damaged device to complete our investigation.